Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2015 and mesh was implanted. During the procedure, the sling tip came off when pushed through the obturate membrane. The procedure was completed with another like device. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.